Manufacturer narrative:
(B)(4). Reference report: 0001825034-2021-01770. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported as trial bearings were put on poly gun following surgical technique the lip of the insert cracked and was unable to be trialed. Attempts have been made, but no further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The results of the investigation are as follows: -visual examination of the provided picture found signs of repeated use and there is a crack. The device was not returned for further evaluation. - review of the device history record(s) identified no deviations or anomalies during manufacturing. - the device has a potential field age of 12 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Previous supplemental sent ( 0001825034 -2021 -01771-1) , g3 was entered incorrectly and needs corrected to(B)(6) 2021.

Event description:
Attempts have been made, but there is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.